Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - clinical engineer. PMA/510(k) - k130520. The actual sample was received for evaluation. Visual inspection revealed no breakage or other external anomaly. The actual sample was built into a circuit with tube, and then normal saline was circulated at each flow while the pressure drop was determined. Compared to current product samples (n=5), no difference was observed in the obtained values. The actual sample was filled with glutaraldehyde-containing normal saline and fixed, and then the housing and the filter were removed. Visual inspection of the filter surfaces did not find any formation of blood clots on neither side. Subsequently, the oxygenation module was visually inspected. No formation of blood clots was observed. No anomaly was observed in the winding state of the fiber. The fiber layer was removed gradually while the winding state of fiber was inspected visually. No adhesion of blood was observed. The heat exchanger was removed from the outer cylinder and visually inspected with magnifier. No adhesion of blood was observed. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Review of the pump record found that pre-oxy pressure was increasing gradually while the flow rate was stable. From this, it was conceivable that the pressure rise was caused by a formation of blood clots. IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the pressure increased due to blood clots having been formed gradually for some reason. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported the involved capiox custom pack was used during the procedure. After the start of cardiopulmonary, pre-oxy pressure, which had been in the range of 160-180 mmhg, gradually increased from about 5 minutes after the start. It increased by about 5 to 10 mmhg per minute, exceeded 300 mmhg after 30 minutes, over 400 mmhg after 45 minutes, and exceeded the upper limit of 500 mmhg of the oxygenator after 1 hour and 15 minutes. From 11:17 to 11:44 on the pump record, they thought that they might be able to continue as it was, however when it exceeded 500 mmhg, they decided to replace the oxygenator. Solyugen f had been administered at the timing when the pressure exceeded 450, although there was no significant change, and then the oxygenator was replaced by three perfusionists (replaced with fhp from mera). Patient cooling started at 11:44. At 11:59 when the oxygenator was replaced was 26 deg.c. Circulation was stopped for 63 seconds for the replacement. At the start of oxygenator, the pre-oxy pressure and the post-oxy pressure were reversed, so they had a sense of discomfort from the beginning. Since the ph was about 7.5 and it seemed to be alkalosis, they considered echinocyte, although it was unlikely that it would occur at about 7.5. They discussed about hit also, however as the patient was with a cerebral infarction, heparin had been administered previously, so they thought it was not the case. The platelet count was 90,000 at the beginning, and after the actual oxy was changed out, it had dropped to 40,000. Composition of priming solution: 1000 ml of solyugen f, 200 ml of mannitol, 20 mml of cefazolin + normal saline, 6000 units of heparin. The patient impact was not reported. The procedure outcome was not reported.